Event description:
Reporter stated that the urisys 1100 system reported negative results for erythrocytes and leukocytes, while a microscopic test reported values of 10-15 rbc/hpf and 30 wbc/hpf, respectively. No adverse event associated with the erroneous values was reported. Reporter noted that, after switching to a new vial of chemstrip 10 md test strips, no further issues were noted. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. Device not returned to manufacturer.